Event description:
Procedure: lung biopsy reportedly, the surgeon applied the stapler & sulu. The stapler deployed the balde through the selected tissue, but not the staples. This resulted in a new handpiece and multiple reloads being required to safely close the resulting wound and complete the procedure.